Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with nflex rod construct on an unknown date. On an unknown date, the nflex construct broke. Patient returned to the or on an unknown date, and a revision surgery was completed. No further information is available at this time. This is 3 of 6 reports for this event.

Event description:
This is 3 of 6 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional information. Additional product codes: mni, mnh, kwp, kwq. Investigation coordinated by synthes (B)(4). Report received indicates visual inspections noted that the bar has two stress fractures between the 4mm and 6mm diameter. The polymer part of the bars however, appears to be intact. The exact reason for this damage cannot be identified afterwards. We assume that an excessive bias caused the break. No product fault could be detected. Six click''x pedicle screws with no visible damage or fracture was noted.